Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system had likely shocked into a shorted condition. The patient presented to the emergency room to be evaluated for shock delivery. The device had unexpectently declared end of life (eol) and long charge times were noted. A save to disk was performed and analysis found that the device was in a limited functionality mode and it was recommended that this ICD to explanted. The patient underwent a revision procedure and it was observed that the competitor's lead had fractured. There were no arc markings on the device and the header was bonded securely. The patient received a new ICD and lead. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory external visual inspection noted tool marks on the case and header, lead abrasion marks on the case, an arc mark on the case, and body fluid contamination in the lead barrels. An x-ray was performed and noted a blown plasma fuse. The product was interrogated and confirmed to be a end of life (eol) with a monitoring voltage of 3.07 volts. A review of the device memory noted a shorted lead fault and a charge time exceeded fault on (B)(4), 2011. The cause of the eol status was a charge time of 45 seconds. The extended charge time was caused by a blown plasma fuse due to the device shocking into a shorted lead condition.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--